Event description:
It was reported that after inserting the surgical fiber into the scope to begin a ureteroscopy procedure, the fiber broke when the doctor turned the flexible scope head. The fiber was removed from the scope and the procedure was performed using an alternate procedure (stone basket). Pt outcome: "no injury to the pt."

Manufacturer narrative:
Fiber analysis: the fiber was confirmed to be problem approx 1 ft. From the distal tip. No other evidence of damage or usage was observed. The most probable root cause of the device issue was suspected to be related to user handling or excessive bending.